Event description:
It was reported that during unpacking and prior to use the 3.5 x 38 mm xience xpedition stent delivery system (sds) protective sheath was being removed without resistance when the stent implant dislodged from the balloon and remained in the proximal part of the sheath. The device was not used. There was no patient involvement. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent dislodgment was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.